Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The facility found the head down switch on the right siderail patient control was stuck. The facility replaced the switch to repair the bed.